Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken pieces were not returned with the instrument. Ther clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument wouldn't fully bend. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue involved a problem with the instrument moving in the opposite direction/non-intuitive motion; it would not fully bend or rotate. The issue involved limited or imprecise motion (e.g. Instrument not moving/remains static). The issue did not involve any physical damage at the distal end (e.g. Broken/frayed cable/hook, loose/dislodged cable/hook, bent hook, etc.). The issue did not involve complete loss of cautery, or intermittent/low energy delivery; the cautery still worked. The issue did not involve any sign of sparking, arcing, or thermal damage. There was no damage visible on the conductor wire (black cable). There was no need to remove the instrument with the cannula together. The instrument came out through the cannula.